Event description:
It was reported that a rotawire fracture occurred. A 330cm rotawire was being used with a 1.5mm rotalink burr. Ablation was successful. The physician then exchanged the 1.5mm burr with a 2.0mm rotalink. The 2.0mm rotalink burr advanced over the same 330cm rotawire without friction. Rotational testing was performed outside of the patient at 180,000 rpm which resulted in the 330cm rotawire becoming fractured. The devices were exchanged with another same device. No patient complications were reported and the patient was doing well and stable post procedure.

Manufacturer narrative:
Device evaluated by MFR.: the handshake connection, sheath, coil, burr and annulus were microscopically and visually examined. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched. Functional testing was performed using a test .009 rotawire. The test rotawire was inserted through the burr and advanced through the entire length of the device with no resistance. Product analysis did not confirm the reported event.

Event description:
It was reported that a rotawire fracture occurred. A 330cm rotawire was being used with a 1.5mm rotalink burr. Ablation was successful. The physician then exchanged the 1.5mm burr with a 2.0mm rotalink. The 2.0mm rotalink burr advanced over the same 330cm rotawire without friction. Rotational testing was performed outside of the patient at 180,000 rpm which resulted in the 330cm rotawire becoming fractured. The devices were exchanged with another same device. No patient complications were reported and the patient was doing well and stable post procedure.